Manufacturer narrative:
The product was not returned for evaluation. The user reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia and hospitalization. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 using the pod 5 / pages 43-44 warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported her blood glucose (bg) reached 25.1 and 18.7 mmol/l (452 and 337 mg/dl) and that she had passed out and went into a coma. Her husband called for the paramedics and upon their arrival they noticed that the cannula was not properly inserted into the skin. She was then taken to the hospital where they placed her on an intravenous therapy of insulin and fluids to help treat dehydration. It was noted that ketones were present (value not provided). She was able to activate a new pod once her bg levels returned to normal range. She was hospitalized from (B)(6) 2018 to (B)(6) 2018. Pod worn on abdomen for an unspecified amount of time.